Manufacturer narrative:
One portex® bivona® bivona® uncuffed neonatal tracheostomy tube was returned for investigation. Visual inspection showed that the device was marked on the connector with the number 194, and the device had a split on the flange eyelet. Functional testing found that the reported fault could be recreated. A review of the manufacturing history was created and there were no relevant findings. The complaint was confirmed. The most probably root causes were determined to be that the eyelet was damaged during use by coming into contact with a sharp edge, or the flange had a short shot or cut and it was not detected during the assembly process.

Manufacturer narrative:
The date of event was reported as sometime in late (B)(6) 2016. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the bivona uncuffed neonatal and pediatric tracheostomy tube flange broke. User performed the pre-check on device prior to use; this incident took place twenty days after intubation into the patient. The hospital nurse discovered this incident while performing a tube holder replacement. The faulty tracheostomy tube was changed after this issue was observed. No permanent adverse effects to patient reported.